Manufacturer narrative:
As received, a partial lead connector portion was returned in one piece measuring 5.1 cm. Visual inspection of the lead found full breach outer insulation degradation at 4.5 cm from the connector pin. Electrical testing did not find any indication of conductor fractures or internal shorts.

Event description:
This report is to advise of an event observed during analysis.